Event description:
The company was informed that the patient experienced black drainage from the ear along with fever and warming of the scalp at the implant site. In 2008, the patient was treated with 500 mg augmentin three times a day for 10 days. The following month, the patient was treated with augmentin again for 2 weeks due to reoccurrence of the issue. The patient is continued to be monitored by the center.